Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. No additional information was provided. Customer was able to clear the alert and resume insulin delivery. The customer's blood glucose level was 295 mg/dl.